Event description:
Manufacturer report number: 2017865-2022-03342. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high ventricular rate (hvr) episodes due to noise on the right ventricular (rv) lead and pacemaker. No changes or intervention was performed. The patient was discharged from the hospital.

Event description:
New information received notes that programming changes were performed to resolve the issue. The patient was discharged from the hospital.